Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the display of the pump is scratched and is barely readable. Caller stated patient is able to read the insulin amount on the display but it is very difficult to see. Attempts to follow up with the patient were unsuccessful. No adverse event reported. Requested return of the alleged pump for evaluation.